Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection. Functional testing revealed that the power source connectors mated and locked with the controller connectors properly; however, as received, the controller did not communicate with the test monitor and log files could not be downloaded. Additionally, the red alarm adapter failed to mute the no power alarm, no information was displayed on the front panel and both display and gas gauge leds stayed off. Internal inspection did not reveal any damage that could have contributed to the reported event. Supplemental testing revealed that the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, was faulty. The uic is the main integrated chip responsible for the operations of the controller, including displaying information on the controller lcd display. The controller board was replaced and the controller performed as intended. Log file analysis revealed no anomalies over the analyzed period. As a result, the reported poor mechanical connection event was not confirmed; however, the inability to mute the alarm with the red alarm adapter was likely perceived as poor mechanical connection. The most likely root cause of the reported event can be attributed to a faulty user interface controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was exhibiting unstable/poor mechanical connection on the power ports. The controller was exchanged. Of not: it was mentioned that it was impossible to unmute the system with red alarm adapter after controller exchange. No patient complications have been reported as a result of this event.